Event description:
It was reported that the ventilator power cord was damaged, causing the device to malfunction. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the damaged power cord to resolve the issue. The unit passed all tests and calibrations, electrical safety tests, and it was operating within the manufacturing specifications.